Event description:
It was reported that during a surgical procedure at the user facility, the tracker was losing accuracy. The procedure was completed successfully with the same device without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during a surgical procedure at the user facility, the tracker was losing accuracy. The procedure was completed successfully with the same device without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
It was determined after receiving further clarification from the investigation that this event was not a reportable event per cfr 21, part 803. This supplemental is being filed to identify a MDR was not required for this event.